Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 17 months of support, the patient was re-admitted to the hospital due to elevated levels of lactate dehydrogenase (ldh) and total bilirubin (t. Bili). A ramp echocardiogram (echo) performed by the hospital did not support occlusive thrombus. Heparin and integrillin drips were administered on the patient which lowered the ldh and t. Bili levels.

Manufacturer narrative:
The patient continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.